Manufacturer narrative:
Approximate age of device - 5 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient expired after over 5 1/2 years of support on (B)(6) 2016. The cause of expiration was reported as a head bleed. No further information was provided.

Manufacturer narrative:
Additional information: a specific cause for the reported head bleed and a correlation between the pump could not be conclusively determined as the pump was not returned for evaluation. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel stating that the patient was at an outside facility prior to the event. The patient had not gone to get his inr drawn since (B)(6) 2015 in which the inr was 3.0, previous inrs were 3.5 and 3.6. It was also stated that the patient experienced an extensive head bleed, for which treatment was futile, the physician decided not to transfer the patient for further surgery. The patient expired on (B)(6) 2016. According to the hospital personnel, the event did not seem to be pump related, but possibly due to the patient being on coumadin.